Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. Customer's blood glucose value was 88 mg/dl at the time of the call. The customer was treated for the high blood glucose with the insulin pump. The customer stated that they gave themselves insulin as though they just ate but the customer never ate anything. The customer did not troubleshoot and did not send the product back for analysis.